Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the device will not be returned for evaluation because it has been discarded.

Event description:
Customer reports: when opening the pack of raytec, there were only 9 each instead of 10 each. This happened in 5 separate packs of raytec.